Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the suction cylinder had no color. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the plastic distal end cover had a dent, the light guide lens had a crack, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope distal end is rough when you go in with the brush. The device was returned for evaluation. During the device evaluation, material was found in the air/water tube, the cylinder, and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested events may be detected and prevented by handling device in accordance with the following IFU. IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.